Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057, unknown biolox ceramic head, unknown g7 shell, unknown g7 e1 neutral liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's left hip was revised 9 days post op due to periprosthetic fracture. Stem and head were revised. No further information is available at this time.

Manufacturer narrative:
Concomitant medical products: 650-1056, unknown biolox ceramic head, unknown, 650-1068, biolox delta taper sleeve, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.